Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. There was no evidence to review in the device's event history log. A visual inspection and functional test were performed and the reported issue was not duplicated. The lock mechanism worked fine and the sensor worked properly with the included cassette. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G4: 510 unknown.

Event description:
It was reported that the pump exhibited a ¿cassette not locked¿ alarm. No patient injury was reported.